Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Date of event is estimated.

Event description:
It was reported that the patient underwent open heart surgery in (B)(6) 2021 and did not place their ipg in surgery mode. As a result, the ipg became inoperable. Surgical intervention is anticipated.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported that the patient underwent open heart surgery in (B)(6) 2021 and did not place their ipg in surgery mode. As a result, the ipg became inoperable. Surgical intervention is anticipated.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.